Event description:
A platinum coil was being maneuvered via a microcatheter, and microwires from a puncture in the femoral artery, to the deployment site in the brain. During placement of the coil, the aneurysm ruptured and the coil would not separate from the deployment wire as intended. When the coil did finally separate, it was not appropriately located.